Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was not broken or missing. Visual inspection found the device was used and decontaminated. Device did not come in original box. Physical condition of the device has a contaminated down stream occlusion (dso) seal and a damaged battery compartment. Review of the event history/error log found "9/5/2023 2:36:00 pm high alarm displayed: cassette not attached properly." Functional testing was able to duplicate the reported issue. When inserting cassette the device alarmed "cassette not attached properly". Root cause was attributed to a contaminated dso sensor. What contaminated the sensor could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the dso sensor.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a unknown issue. No adverse patient effects were reported by the customer.